Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1558 mah; battery longevity is not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), a discrepancy in longevity estimates was observed between last and recent follow up. The ipg programmer indicated to adjust longevity estimate. Physician indicated since device is ageing and patient is pacing dependent, the ipg is planned for exchange soon. No patient complications have been reported as a result of this event.